Event description:
According to rptr a normal stylet should take up the entire diameter of the needle; however, with these trays at one inch before end of stylet the tip of the stylet is thinned and doesn't fill the needle as it should. This has happened sporadically for a time but over the last 3 months this has happened with every case. MFR rep was contacted and refused to take action stating that no one else has complained about it. Rptr has utilized at least 1000 of these trays in the past. Noticed problem when resistance was felt while attempting to reinsert stylet into needle. Devices were replaced with another MFR's device. No pt injuries.